Event description:
It was reported that when using the bd pyxis¿ es server, station communication was lost, had critical override and time deviation. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, station communication was lost, had critical override and time deviation. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that some stations were on critical override. A technical support specialist (tss) connected to station, launched gpedit.msc, then corrected ntp setting based on environment change, after that all the stations were worked fine. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station communication was lost, had critical override and time deviation. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.